Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. . The reported event is confirmed as product was returned. Visual examination of the returned product identified signs of use with some pits and gouges on the handle of the device. The strike plate has some gouging as well. The poly impactor tip has fractured into two pieces and all pieces were returned. Dimensional analysis where performed was conforming to print specifications. The features of the fracture surface visually align with an internal research memo in which an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument the tip of the instrument fractured. There was no report of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.